Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (unknown concentration and dosage) via an implantable infusion pump for non-malignant pain and spinal stenosis. It was reported that the patient wanted to know how often pain pumps malfunction. The patient reported that she went through withdrawals like she was on drugs for years. Her withdrawal symptoms included cramps, freezing, burning up, "couldn't sit still," "couldn't hold herself still ," and agony. The patient "called until her legs felt like rubber." The patient reported that she was having some really bad experiences. The hospital told the patient that she was going through withdrawal and they checked her blood saying they knew she was not on drugs and had not been on drugs. They said that the pain pump was malfunctioning. The withdrawal symptoms began on (B)(6) 2018. It was reported that the patient had been to the hospital twice. The patient stated that the hospital gave her "2 shots of morphine" and that "completely stopped her symptoms." No further complications were reported.